Manufacturer narrative:
H4: the lot was manufactured between august 06, 2025 and august 07, 2025. H11: the device was received for evaluation. Visual inspection was performed and a white particle spot was observed loose inside the seal packaging and on to the tubing, not in the fluid pathway. The cause of the issue could not be determined; however, the cause was possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned em2400 valve set, a loose white particle measuring 0.08 mm was observed inside the seal packaging and on the tubing. No additional information is available.